Event description:
It was reported that pump screen remained dark and would not turn on despite multiple attempts to power it on. There was no adverse impact to the customer¿s blood glucose level. Customer followed technical support instructions to attempt different button presses, remove pump from case, and charge pump with known working equipment, but pump did not recover, so pump replacement was arranged under warranty, customer planned to use multiple daily injections as backup insulin therapy, and customer was instructed on storing and returning nonworking pump and on setting up and connecting replacement pump.